Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 397 mg/dl. Customer experienced symptoms such as elevated temperature. The customer's current blood glucose level was 223 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.